Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated an erroneous accutni result for one patient that was above the ami cut off. The result was reported out of the lab. The result was question by the doctor and the sample was repeated on the same access 2 instrument, and also repeated on the other access 2 instrument two times. There was no death or injury associate with this event and patient treatment was not impacted based on the erroneous result reported. All accutni quality control (qc) values for the three levels of qc were within the customer's established ranges for (B)(6) 2012. The accutni calibration curve from (B)(6) 2012 was accepted as passing and had acceptable %cvs. System checks performed prior to the event on (B)(6) 2012 passed. Field service engineer (fse) inspected the instrument and performed a hardware validation. Fse noted that the validation was within lab specifications. The root cause of the event is unknown and could not be determined.